Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during vats, the device was partially fired, there was poor staple formation, making the staple line incomplete, the jaws locked into tissue and was resolved by opening the jaw. Another device was used in order to resolve the staple line issue and to complete the case. There was no patient injury involved.